Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fractured right femur; was replaced due to being broken and having a resulting non-union condition.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for eval. The root cause of the broken nail and associated non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The broken nail was replaced with an 11mm x 360mm, standard nail. Sign fracture care international will continue to monitor these events as part of our post market activities.